Event description:
It was reported that the ventricular lead exhibited noise, which was thought to be caused by 'muscle noise.' The lead polarity was changed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: s2d file _623000 data show 11 - ventricular high rate episodes with min interval <= 195.3 ms between (B)(6) 2012.